Manufacturer narrative:
(B)(6).

Event description:
It was reported that a device fracture occurred. The 80% stenosed target lesion area was located in a moderately tortuous artery. As a 6mmx3.00mm wolverine coronary cutting balloon was advanced into the patient, the device fractured due to resistance and lesion characteristics. The device was removed and the procedure was completed with another of the same device. There were no complications and the patient was stable.